Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover, and foreign objects in the air/water cylinder and the air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable of foreign material in air-water cylinder and air-water tube could not be established and the most probable cause of burn plastic distal end cover is assessed to be contact between the plastic cover and an activated electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.